Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Der states that the patient had ltk performed on (B)(6) 2015. An attune cemented rp/ps was used. On (B)(6) 2016 the patient was revised. The poly insert was exchanged to a thicker style. On (B)(6) 2018 the patient was brought to the or for pain. The tibial tray and poly insert were exchanged. A stemmed attune tibial tray was implanted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.